Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported a delivery anomaly. The blood glucose reading was 228 mg/dl. Prior to the event, the patient was delivering a bolus. The customer was assisted with programming the insulin pump. The patient was advised to monitor the blood glucose and revert to a back up plan. No further information was provided.